Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the microblender, it failed initial testing. The blender set to 60% and gets 64%. The customer did not report patient involvement or patient harm.

Manufacturer narrative:
Corrected data: this entire MDR was submitted in error. Investigation determined that the suspected device was an out of box failure that would not have been able to be placed on patient, thus the malfunction could not result in harm on a patient.